Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 2/3 of their automated peritoneal dialysis therapy. Reportedly, the home pt's supply bag fell off the table and became separated from the spike/port connection. The home pt stated that the supply bag was too big for the table area. The home pt's spouse reconnected the same bag back to the homechoice set. Baxter's thechnial service center assisted the home pt in ending therapy. Therapy was completed by setting up with all new supplies. No pt injury or medical intervention was associated with this incident, per the home pt.